Event description:
Customer states: after 10 days use on a pt at home, a pt's family confirmed the trach tube was about to be detached from the stoma. The doctor visited the pt and confirmed there might be a possibility of air leakage from the pilot balloon and performed the extubation. Reporter states that the pt had used this product continuously and replaced the trach tube every two weeks as routine. Reporter stated no pt harm and confirmed pre-test was done.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.